Event description:
It was reported that the health care provider accidentally put the magnet over the pump, and pump motor stall was seen upon interrogation. There wasn¿t any patient symptoms reported. The drug used in the pump was unknown. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2005-(B)(6), (B)(4).